Manufacturer narrative:
Product complaint#: (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did any needle piece(s) fall into the patient? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. If yes, was\were the needle piece(s) retrieved during the same procedure? Received information as following from sales rep via phone; please refer to the event description, ther information requested is unknown. Were x-rays taken to locate the needle piece(s)? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. What measures were taken to retrieve the broken piece(s)? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. Was there any additional tissue damage as a result of searching for the needle piece(s)? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please explain. Received information as following from sales rep via phone; please refer to the event description, ther information requested is unknown. How long was the delay? Please specify in minutes. Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. Did this event contribute to any patient adverse event? If yes, please explain. Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an internal fixation surgery for fractures procedure on (B)(6) 2025 and suture was used. The patient was admitted due to a distal radius fracture and underwent surgery 22 days after admission. During the process of suturing the skin with a suture needle during surgery, the tip of the needle broke, with a defect of about 2mm, making it difficult to locate with the naked eye. After multiple c-arm machine shots were taken to determine the position, the broken needle was found and compared. No defect was found, and the wound was washed and the suture needle was replaced to suture the skin. Resulting in increased surgical time and increased risk of infection for patients. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: after investigation, the patient underwent fracture internal fixation surgery in the hospital due to "distal radius fracture" on (B)(6). The surgeon used the suture (w9923) to perform the skin tissue suturing in the way of interrupted suturing during the surgery. During the suturing, the needle tip broke (the length of the broken end of the needle was about 2 mm), and the broken needle fell into the patient's body. The surgeon immediately provided the patient with intraoperative c-arm machine imaging to assist in locating the broken needle and successfully found it. After removal, the integrity of the needle was checked. After confirming that no foreign body remained in the patient's body, a new suture (the specific product information was unknown) was replaced to continue the suturing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonging the surgery time (specific extension time was unknown). The patient has been discharged smoothly now. No subsequent adverse event reports have been received.